Manufacturer narrative:
B3 event date is unknown, see b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they had their stimulator removed on (B)(6) 2025, because it was too complicated to work for them at their age (and too complicated to have someone else help them with it), and they mentioned it was painful. Agent asked patient when the issues began, but the patient did not provide a date or estimate, just said these were the reasons why they had the ins removed. Agent had a difficult time hearing the patient throughout the call. [See 608634258 for external device donations and general text info for details on omitted information.]